Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 1403751 and product code 830041b. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for exposure including dates and surgical findings. Product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Adverse events associated with patient's first event reported via mw # 2210968-2021-07609. Adverse events associated with patient's second event reported via mw # 2210968-2021-07610.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that there was no injury, but the patient felt a prickling sensation and had a few fibers of the mesh trimmed in the vagina on (B)(6) 2007. Additional information was requested.